Manufacturer narrative:
The universal surgical manipulator (usm) was tested on an in-house system in normal mode and triggered no errors. However, degrees of freedom (dof) 7 would not engage. Engagement grip axis error 22020 was found in the log. The usm was also tested on a patient cart fixture test platform (pftp) and failed carriage strength testing. No signs of damage were observed during visual inspection. Dof 7 gearbox/ rotor was found to be the root cause of the reported event. Review of the provided image is consistent with the defective disk on the usm.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the cta called an isi technical support engineer (tse) and reported that the top left disk on arm 1 is not engaging. Cta stated that the system worked fine in the beginning of the procedure but when they were moving arms around and redocked, arm 1 would no longer engage any instrument. Cta stated that this occurred at the end of the procedure, so they were able to complete with no other issues. After the procedure was over, the cta was able to further investigate the issue and noticed the top left disk was not like the others. Cta attempted to pull the disk up but was not successful. Tse asked if there were any obstructions that might be wedged in the disk area. Cta confirmed no outside obstructions. Tse requested a picture of the suspect arm (see attached). Cta stated that they do not have any scheduled cases tomorrow but is unsure about this weekend or monday. Cta would like a call to see when the system can be looked at. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer was at the end of the procedure. Only three arms were working but the surgeon did not need all 4 arms to complete the procedure.